Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead was attempted at implant. When connected to the device, high out of range pacing impedance measurements were noted along with noise. The lead was tested via a pacing system analyzer (psa) and noise was again observed. It was noted the noise was oversensed and resulting in pacing inhibition. There was a concern the lead had fractured during the implant. The patient had a normal sinus rhythm throughout the procedure. No adverse patient effects were reported.